Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal pre-peritoneal (tapp) surgical procedure, the customer received a non-recoverable fault on the system. The customer stated after the fault the image on the camera was inverted/backwards. The customer stated then they had something wrong with one of the arms and could not get the bipolar instrument out. The customer stated they pressed the e-stop button, used the emergency wrench, and were able to remove the bipolar instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended they use a new bipolar instrument. The isi tse reviewed the system logs and identified a 23003 error on universal surgical manipulator (usm) 3, where the endoscope was installed. The isi tse informed the customer it could be the endoscope bearings on the endoscope going out. The customer removed the endoscope, rotated it, and stated the endoscope seemed fine. The customer re-installed the endoscope and instruments, and it worked fine. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The cause of the customer reported failure mode cannot be determined. A review of the system logs reveals the customer encountered the error 23003 once during the surgical procedure and recovered from the fault. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.